Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h11. H6: proposed component code - mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient is experiencing pain and loosening post implantation. It is unknown at this time which component was loosen. Also, patient had deep burns and swelling in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: biomet cc I-beam tray 71mm catalog # 141223 lot # j6996966 tibial bearing posterior stabilized (ps) 71/75 mm width 10 mm thickness catalog # ve183640 lot # 65038353 series a pat thn 31 3 peg catalog # 184784 lot # 306340 h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient is experiencing pain and loosening post implantation. It is unknown at this time which component was loosen. Also, patient had deep burns and swelling in knee. Additionally, patient had MRI of pelvis due to psoriatic arthritis in sacroiliac joints and hip. Patient had pain due to the bursitis and sacroiliitis, worst tendon clamping down, fused spine and joint damage from the psa, slammed leg into each side and had electrical shocks, emotional traumas, thigh hurt, suspects damage, injury, swollen leg with burning and ache, stiff, lost bladder control, loss of sensation and residual urine. Patient had high steroids. Attempts to obtain additional information have been made; however, no more is available.